Event description:
It was reported that the pt experienced weakness in her legs and problems with the muscles in the hip and buttocks since stent implantation. She has also recently experienced pneumonia since stent implantation. No add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with all relevant info.